Manufacturer narrative:
The associated product was returned and evaluated. A review of the complaint history showed no further complaints for this product/failure mode in the past 3 years. A review of the DHR did not reveal manufacturing deviations that could have contributed to the seen failure. From the analysis conducted during this investigation, it was concluded that the gn nail fractured by the initiation and subsequent propagation of fatigue cracking. The fracture most likely initiated on the lateral side of the nail. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which lead to an overloading fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to (1) excessive patient activity levels prior to full bone union, (2) applications of loads in excess of the material¿s strength, and/or (3) poor bone quality. No material deviations in the nail were found during this investigation. This investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
Revision surgery was reported due to a broken nail.